Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, post-sensed t-wave oversensing was observed. Review of session records revealed that qrs-t intervals and the t-wave amplitudes were varying. There were small chronic rv signal with intermittent long qt and t-wave oversensing. Programming changes were made. Drop in rv sensing was noted. Lead revision was planned.